Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a laparoscopic sacrohysteropexy vaginal repair mid urethral sling, laparoscopic sacral hysteopexy, anterior and posterior repair, tension-free vaginal tape (tvt) advantage mid-urethral sling, and cystoscopy procedure performed on (B)(6) 2015, for the treatment of pelvic organ prolapse and symptomatic stress urinary incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). Dr. (B)(6). Dr. (B)(6). (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.